Event description:
It was reported that pump displayed malfunction alarm after caller showered while wearing pump. There was no reported adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support with information on how to reset pump, but did not complete reset during call because charging pad was not available. Ultimately technical support assisted the caller in resetting the pump, and malfunction code did not recur thereafter. The customer was advised to continue using.